Event description:
On 11/15/906, caregiver called in, via telephone, reporting that an end-user, her aunt, had fallen while using her rollator. The caregiver reported that while using the rollator, she rolled back and the right front wheel broke. The end-user, as recounted by the caregiver, allegedly fell and hit her head and hip on a wall. Per the caregiver, the end-user went to the hosp and rec'd a cat scan. Reported diagnosis: contusion and abrasion above her right eye and scalp, a hematoma on her right hip and lower abdomen.